Event description:
Same case as MDR ID 2134265-2014-05664. It was reported that a guidewire was stuck on a rubicon¿ 14, 150cm. The peripheral rotawire¿ and rubicon¿ 14 were working in conjunction with each other when they got stuck together. The physician pulled out the devices from the patient while they were still stuck together. The physician completed the procedure with another of the same device. There were no patient complications and the patient's condition is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).